Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on an unknown date in june of 2011, a 23mm trifecta valve was implanted in a patient with calcified aortic narrowing. On an unknown date in august of 2011, the patient had an early endocarditis post-surgery at the aortic prothesis (staphylocoque epidermidis meti r). On an unknown date in september of 2011, an ultrasound showed grade ii aortic leak, left ventricle without systolic failure, and persistent pulmonary arterial hypertension (htap). On an unknown date in october of 2011, patient had a medical treatment success despite a sub annular abscess, valve disinsertion and cardiac failure requiring intervention. On an unknown date in october of 2011, the valve was replaced with a new 25mm trifecta. On an unknown date in october of 2011, the patient passed away due to acute digestive problem. No additional information was provided.

Manufacturer narrative:
As reported in a research article endocarditis was found about two months after the valve was implanted and it was explanted four months after implant. It was also reported the patient died in the same month as the explant of the valve due to an acute digestive problem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the endocarditis reported could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.